Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV pump alarming downstream occlusion while infusing tpn. I tried two other IV pumps and loaded and reloaded several times. Tubing flushed but not brisk. No kinks in line or under broviac dressing. I took down the tpn and hung specialty fluids with new tubing without any more downstream occlusion alarms.